Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6096755, medical device expiration date: 08/31/2017, device manufacture date: 04/05/2016, medical device lot #: 6161932, medical device expiration date: 10/31/2017, device manufacture date: 06/09/2016. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® fx 5mg 4mg plus blood collection tubes are clotting when they shouldn't.

Manufacturer narrative:
The medical device manufacturer was changed to broken bow.